Event description:
The customer's father reported the customer's blood glucose meter was "giving incorrect readings". The customer is an insulin user. It was additionally reported the customer experienced diaphoresis and seizure. The paramedics were called and the reported treatment was an intravenous medication (unknown) and "sugar water". A reading of 233 mg/dl received on the adc blood glucose meter was compared to a reading of 36 mg/dl obtained on a health care provider meter. Both readings were reportedly completed within a ten-minute timeframe. It was also reported the customer was transported to a hospital, but the customer's father did not know the customer's medical diagnosis. The customer reportedly continued being treated with an intravenous medication (unknown), "sugar water" and had a cat scan. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is completed.